Manufacturer narrative:
Follow-up # 1 date of submission 8/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: the pump powered up with the returned battery cap. During visual inspection of the pump, it was observed that the keypad rubber was intact; there was no evidence of peeling or tearing but all the keys were not responding. The keypad was opened and there were no contaminants found under the contact buttons. The pump case was removed and there was moisture damage inside the pump on the keypad flex cable and connector. The keypad was found to be unresponsive due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ok, up arrow, and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.